Manufacturer narrative:
Event date is date of publication. Routine angiographic follow-up versus clinical follow-up in patients with multivessel coronary artery diseases following percutaneous coronary intervention with drug-eluting stents: a nested case-control study within a korean population coronary artery disease 2017 issue 24(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Six hundred fourty two patients were enrolled to this study, who successfully underwent pci with des without clinical events within 1-year after the index pci. During the procedure, endeavor resolute drug eluting stents and endeavor sprint drug eluting stents were implanted in the left main artery, left anterior descending artery, left circumflex artery and right coronary artery. Clinical outcomes between 1 and 3 years were reported as patient death, myocardial infarction, revascularization of the target lesion and vessel and stent thrombosis.